Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative tests. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer received two false negative results on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn's, lot numbers, reader sn not provided). Customer tested positive with four covid-19 self-tests from three separate brands (brands and date of testing not provided). Although requested, customer was unresponsive and no further information was provided.